Event description:
It was reported that post-op screws had loosened. During the initial surgery l4-l5 were treated using 4 screws. One week post-op x-rays revealed two screws at l5 and the left side screw of l4 were loose. The screws were removed and replaced with the same size in addition to bone graft. L3-l5 were treated in the revision. There was no sign of fusion at the treated levels prior to revision.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.